Event description:
The end user complained that when the power elevating leg rest went up they did not extend out and her knees were not straight. Also the body point calf strap was abrasive and irritating her calves.